Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was stuck and unresponsive. Customer confirmed pump display turned on when plugged into a power source. Customer¿s blood glucose (bg) was 600 mg/dl. The customer's mother addressed the high bg with insulin via manual injection. Reportedly, customer reverted to manual injections for insulin therapy.